Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2006; dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported the patient is deceased. It was also reported the device should have paced and shocked based on the presenting rhythm. Resuscitation efforts were performed. Additional information regarding the circumstances surrounding the death as well was the cause of death was requested but not received. No other information is known at this time.

Manufacturer narrative:
Product event summary: the lead was returned and physical analysis is pending. Analysis of the device memory revealed no anomalies were found. Correction h.6 eval code conclusion.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.